Event description:
A ventilator was returned to a third party service center for preventive maintenance. There was no harm or injury reported. During the evaluation, a "service required" alarm condition was observed in the device's downloaded event log. The device's oxygen blending module board was replaced to address the issue. During additional testing a separate "service required" alarm condition was observed and the device failed to power on. The device's interface board, main pca board and ac connector were replaced to address the issues. The device's sensor board, flow sensor, blower assembly, flow element and manifold were replaced to address a test step failure during testing. The device continued to have the issue. The oxygen blending module board was replaced again to correct this issue.